Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm as well as critical pump error during basal as well as frozen display as well as buttons were unresponsive. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer reports they were unable to clear the alarm and cannot go anywhere on the insulin pump. Customer reports only up and down button responds. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states middle button, left and right button, sensor button, back button was unresponsive. Customer states pressing menu button did not take them to the menu screen. Customer states using the up arrow did not allow them to navigate screens. Customer states using the down arrow did not allow them to navigate screens. Customer states the pump was neither dropped nor exposed to moisture. Customer states block mode was inactive, unable to verify. Customer states an alarm was in progress at the time the button was unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify broken force sensor alarms, frozen display, and unresponsive buttons due to critical pump error (open book image) alarm. Moisture damage was also found on the force sensor and motor during visual inspection.